Event description:
It was reported by the attorney that the plaintiff underwent a modified radical mastectomy and left breast reconstruction in 1999 at the hospital where vicryl sutures were used. As per the attorney, after the surgery the plaintiff developed an infection.